Event description:
The patient reported being admitted to the hospital on (B)(6) 2021 because her blood glucose meter was unavailable for use. She began experiencing high blood glucose and was vomiting on (B)(6) 2021. Since this date she has been unable to get a result on meter. The patient stated that because she was not able to get a reading on the meter, but only an error message and sometimes hi (>600 mg/dl), she did not take any insulin, which led to elevated blood glucose and ketoacidosis. She was unable to take oral medication due to vomiting. The patient does not know when she last successfully tested on her meter but it was a high result which is normal for her. She took a taxi to the hospital and was admitted and treated with fluids and an insulin IV. A blood glucose reading was taken on hospital meter but it also read hi. A lab test was performed and the patient was informed that it was over 1300 mg/dl. She was released from the hospital on (B)(6) 2021. She still has high blood glucose but the vomiting has stopped. When she left the hospital it was in the 200s mg/dl but does not remember exact reading.